Manufacturer narrative:
Information not provided by the affiliate. Evaluation summary: device (a) was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during activation. Device (b) was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. Device (c) was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use.

Event description:
It was reported that the device was used during a laparascopic sigma procedure, display shows instrument error. Case was completed with same like product. There was no patient consequence.